Manufacturer narrative:
The device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure a patient experienced blurry vision. There has been a consistent 2+ cells/flare at three weeks post-operative. Intraocular pressure (iop) has been relatively normal at 9-12, but the patient has some macular folds. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of prolonged inflammation and decreased vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of system failure. A possible root cause is that postoperative inflammation (e.g., anterior chamber cells/flare) is an established risk associated with use of the system, which is clearly specified in product labeling. (B)(4).